Event description:
Per dealer the chair is in drive lockout,ball switch bad, mpj joystick will change drives by itself. Dealer advised made aware of the issue about a month ago but could not replicate issue. Dealer advised went back out to enduser home today. Spoke with tech. Dealer could not provide any further information.